Manufacturer narrative:
The investigation by physio-control concluded that widespread remedial corrective action was not warranted. Field experience indicates there has been a low rate of occurrence of the reported malfunction. Different configurations of the carrying case were designed to accommodate use with following combinations of devices: lifepak 11 diagnostic cardiac monitor with lifepak 11 defibrillator/pacemaker and the lifepak 11 diagnostic cardiac monitor with lifepak 5 defibrillator. Failures are possible if the customer uses the incorrect carrying case. Labels have been added to new carrying cases to indicate the correct device on which it is to be used. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.

Event description:
An engineering investigation was initiated on reports of the possibility of the device carrying case center strap to press on the defibrillator latch. If this occurs and the monitor and defibrillator separate, the result could be an intermittent connection between the monitor and defibrilator, possibly causing intemittent operation of the pacing and synchronization functions.